Event description:
The customer reported that during lap nissan procedure, the ligasure hand piece worked at first (MFR report # 1717344-2011-00065), but then stopped sealing completely even though an end tone, indicating a completed seal cycle, was heard. Bleeding occurred when they cut after they heard the end tone. After several tries and the same thing happening, they switched to a second ls1037 (MFR report # 1717344-2011-00065) and used it. The same thing occurred. They then switched to a second forcetriad and connected the second ls1037 (MFR report # 1717344-2011-00065) to it. They again had the same trouble sealing, getting an end tone, but no seal. Because of the bleeding they converted to an open procedure and completed. The pt is ok and no transfusion was necessary. The site was unable to maintain identity of the first versus the 2nd ls1037 and forcetriads.

Manufacturer narrative:
(B)(4) 2011, under MDR number: 1717344-2011-00065. Date of follow-up report: (B)(6) 2011. The incident hand piece was returned, evaluated with both of the concomitant forcetriad generators and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.